Manufacturer narrative:
(B)(4). The manufacturer's clinical specialist was present when the incident occurred and reported the incident to the manufacturer's technical support. The clinical specialist was instructed to power the system on, after allowing the system to cool down, and look closely for any video output. After two minutes of observation no video was seen except for the monitor's built-in input messages. Further instructions were to turn off the system and the isolation transformer. A field service engineer (fse) was dispatched to examine the system. He inspected the system for evidence of burnt components and indicated none were observed. The fse replaced the cpu on the system without turning the system on to facilitate functional investigation of the replaced cpu by the manufacturer. After replacing the cpu and performing applicable functional and safety tests, the system was operational. The defective cpu was returned to the manufacturer. Visual inspection revealed a significant amount of dust on it. The chassis cooling vents and video card were significantly plugged with dust and lint. The video card fan was not spinning. The cpu's fans were running however no video was displayed. Examination of the cpu video card discovered a leaked capacitor with its electrolyte liquid present on the components around the capacitor. No missing or burned components were noticed on the video card. The failed video card cooling fan more likely resulted in overheat and the capacitor leaking. A no video situation occurred due to a leaked capacitor on the video card. The defective video card was removed and replaced with good known video card, and video displayed during testing. No further action is required.

Event description:
It was reported that while the imaging system was being booted up for use in a procedure, the system emitted smoke and a crackling sound. Patient was on the table; however, the disposable catheter had not been opened for use. The system was not used during the procedure.